Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Advancer. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. Therefore, no testing could be performed to evaluate the incident reported. This finding is not related with the event reported. The batch record was reviewed and no (B)(4), mfg date 10/06/2006, exp date 09/06/2011. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was placed on the structure, the clip advanced into the jaws and formed. The clip would not release from the jaws of the device. The device was removed from the structure. The device was fired outside of the patient and the same thing occurred. A competitor's device was used to complete the case with no patient consequence.